Manufacturer narrative:
(B)(4). Date sent: 3/1/2021. One photo received. During the visual analysis of one photo, the following was observed: the photo shows a piece of tissue on the hands of a person. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Photo received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Additional information was requested, and the following was received: what were the indications for surgery? Answer: rectal tumor. Does the surgeon believe the post-op leak was due to an alleged deficiency of the powered plus echelon 60mm psee60a or echelon powered circular stapler 29mm cdh29p? Answer: no. If yes, which device is he attributing the leak to and why? Answer: n/a. Did the patient receive any preoperative chemotherapy or radiation? Answer: no. Were there any issues experienced with the device in the initial surgical procedure? Answer: no. What healthcare professional fired the device and what is his/her experience with the device? Answer: general surgeon who is familiar with the item and with presence of colorectal surgeon. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Answer: low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Answer: yes for both. Were there any issues with device use/firing? Answer: no. What confirmation was received that the device completed the firing sequence? Answer: audible and tactile feedback were noted. Was the green checkmark visible at the end of the firing? Answer: yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Answer: 2 revolutions. Was there any difficulty removing the device? Answer: no. Was a complete transection of the white breakaway washer visually confirmed? Answer: yes. Were the donuts inspected? If so, can you please describe. Answer: yes, complete proximal and distal donuts, no abnormal thickness variation observed. Were there any issues noted with staple formation? If so, can you please describe the shape and location. Answer: not at the time of initial surgery. Was a leak test performed? If so, can you please describe what type and what was the result? Answer: air leak test (abdomen was filled with water and surgeon inflate air transanally). Was the staple line visualized endoscopically during the initial surgical procedure? Answer: upon anastomosis and after leak test, surgeon proceed to close. . How many days postoperative did the leak occur? Answer: 4 days (surgery on (B)(6) 2021, leak was noted on (B)(6) 2021). How was the leak identified? Answer: patient complained abdominal pain and fever due to pelvic abscess. What was observed at the site of the leak upon reoperation? Answer: some gaps between the staples were observed at the site. How was the leak addressed? Answer: defunctioning ileostomy was performed, with abdominal wash out. Additionally, sales rep reported that no temporary stoma was made during the first surgery, (surgeon proceed to close after anastomosis) which surgeon opined may had compromised wound healing. Therefore a revision is required on the event description:- to remove sentence: "temporary stoma was created to facilitate wound healing". If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
Dr performed laparoscopic low anterior resection with 2 transections. Anastomosis was done using echelon powered circular stapler 29mm cdh29p. Intra-op leak test was done, no leak detected. No issues with staple line formation. Temporary stoma was created to facilitate wound healing. Patient experienced staple leak on day 3 after surgery. Contrast CT scan of the abdomen and pelvis was performed. Dr noted a small posterior anastomotic defect. Dr proceeded to perform de-functioning of the temporary stoma.